Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level ranged from 440 to 523 mg/dl. The customer treated with the insulin pump. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was advised that the device was working as designed. Nothing was replaced or returned.